Event description:
On (B)(6) 2012, pt underwent l2-s1 lumbar surgery with spinous process plate fusion. The baxano io-flex contra probe was utilized to access the right l4/5 foramen using a contralateral approach and a csf leak occurred. Duraseal was used to repair the dura and the surgeon proceeded with the case. No further info available regarding pt status.